Event description:
The power cord (12vdc, 2.75 amps) for the photic lamp became entangled around the pole stand causing breakage and exposing wires. The exposed wires touched the metal pole stand causing a spark. No injury was reported. The tech immediately disconnected power and noted a spark after disconnection of power possibly from a discharging capacitor.

Manufacturer narrative:
The evaluation showed that the user did not properly maintain the photic stimulator to ensure the power cable was not twisted around the pole. The power cable was twisted to point beyond its tensile strength. Being twisted so tightly should have caused the manipulation of the photic to be quite difficult. This is only possible in the event that the user does not periodically assess the condition of the equipment. This is the first incident we have received where the cable was severed. We will continue to closely monitor any complaints received for the photic stimulator power cord.